Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted transgastric to the pancreas to treat a pseudocyst during a endoscopic ultrasound (eus) pseudocyst drainage procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the first and second flanges of the stent deployed but the middle of the stent was still attached to the delivery system. There was difficulty removing the delivery system from the pseudocyst and the procedure was cancelled because it was too difficult to reassess the pseudocyst; however, the physician noted that a lot of fluid had been able to drain from the pseudocyst during the failed placement. A photo of the device was reviewed and it was noted that the outer sheath had broken in two along the saddle of the axios, allowing the flanges to release but not the middle of the stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.